Manufacturer narrative:
A ge service rep performed an onsite investigation. The ram card was identified as being faulty. No further repair info is available at this time.

Event description:
The customer reported the system would not turn on. There is no report of pt injury.